Event description:
This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concern male patient (age unspecified) who received treatment with synvisc one and on the same day patient was unable to bear weight on knee, increased pain in injected knee and swelling in injected knee/ severe swelling. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiration date: not reported; lot number: 7rsl021). On an unknown date, after same day of injection, patient had increased pain and swelling in injected knee. It was reported that the following day patient had severe swelling, was unable to bear weight on knee that was injected action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a male patient who received synvisc one injection from the recalled lot and later was unable to bear weight on knee, increased pain and swelling in injected knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.